Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Discomfort-vagina [vulvovaginal discomfort]. Unable to remove it after use-tampon [foreign body in reproductive tract]. No tampon string [device physical property issue]. Case narrative: consumer reported via phone that she did not notice if the tampon had a string, but when she removed it, there was no string. No serious injury was reported.